Event description:
A medtronic representative reported that the locking caster broke off the base of the stealthstation s7 system. There was no patient present.

Manufacturer narrative:
Patient information not provided as no patient was involved in this concern. RMA issued. Investigation on-going.